Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump was not dropped or bumped. No visible damage. The insulin pump will be replaced. Nothing further reported.